Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pockets of full height legacy drawer failed. A field service engineer (fse) removed drawers and cleaned contacts on drawer controller boards, then connections were secured. The drawer was then tested in hardware test application (hta), where all pockets successfully recovered and tested good. Then the application unloaded all medications from the drawer, requiring the pharmacy team to reload the medications back into the pockets. After reloading, functionality was verified and the drawer was confirmed to be fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, duplicate address detected. User tried to reboot but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.